Event description:
A nurse reported having no aspiration during an anterior vitrectomy. The surgeon was unable to obtain all the vitreous, but the case was completed by placing the iol in the sulcus. The nurse reported the pc tear was subsequent to case complications and not related to any alcon product.

Manufacturer narrative:
The facility did not request service. No samples were returned for evaluation. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. A company sales representative is scheduled to complete an in service for the staff. (B)(4).